Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a lavh procedure. Reportedly, the knife assembly did not fully advance. The surgeon used scissors to complete the procedure. The hosp has reported no pt injury occurred.